Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
During lap appendectomy the jaws of the device fell apart while inside of the abdominal cavity. It is believed there were four pieces total. Surgery was delayed by 5-10 minutes. No patient injury reported.

Manufacturer narrative:
Manufacturing site statement: examination was not possible as the device was not returned. The investigation was limited to the information provided and no conclusions could be made regarding root cause. No further action is warranted at this time. Device not returned.